Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy and subsequently died. On the same day as onset, the patient was hospitalized for the peritonitis event. The cause of peritonitis was unknown. The patient was treated with reflin (one gram, route, frequency and duration not reported) and tobramycin (40 milligrams, route, frequency and duration not reported). The patient died five days after admission to the hospital. The status of the peritonitis event at the time of death was not reported. It was not reported if an autopsy was performed. It was not reported of the patient was performing peritoneal dialysis therapy at the time of death. It was reported extraneal therapy was ongoing prior to death. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: the sample was not returned for evaluation; therefore, a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.